Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned batteries contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00418 and 00419) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00418 and -2014-00419) submitted for devices related to the same event.

Event description:
Approximately eleven months post hvad implantation, the site reported that the patient's batteries were lasting less than four hours. It was also reported that there were connection issues between the batteries and the controller; after the batteries were connected the controller did not recognize the battery(ies) for a few minutes. The batteries were removed from the patient and new batteries were supplied. No harm or injury to the patient was reported as a result of this incident.